Manufacturer narrative:
(B)(4). We have requested the return of the complaint opt312 optiflow junior nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt312 optiflow junior nasal cannula was found to be broken before use. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: the complaint opt312 optiflow junior cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt312 optiflow junior cannula was torn at the swivel grip joint. Based on the damage observed in the photograph, it revealed a section of the film was stretched, indicating that excessive force had been applied and the tube had been inadvertently pulled. There were no patient consequences reported by the healthcare facility. Conclusion: without the return of the complaint device, our investigation was unable to determine the cause of the observed damage to the opt312 optiflow junior cannula. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A distributor reported on behalf of healthcare facility in china that the tubing of an opt312 optiflow junior nasal cannula was found to be broken before use. There was no patient involvement.